Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona pediatric tracheostomy tubes had a broken eyelet from less than one week of use. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the tracheostomy tube tore at the flange where the tracheostomy tube tie attached. The product issue was observed by a registered respiratory therapist. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.

Manufacturer narrative:
A 4.0mm customized tracheostomy tube was returned for investigation; the device was received with an additional tracheostomy tube. Examination of the returned device found that the eyelets of the flange appeared to be torn by a sharp object cutting through the holes during use. Investigation determined that the root cause of the tears in the eyelets of the tracheostomy tube was due to the device being used in a manner which is inconsistent with the instructions for use. (B)(4).